Event description:
Hospital staff alleged that a pt fell from bed and was injured. They alleged that the ppm did not alarm locally nor at the nurses station.

Manufacturer narrative:
Biomed checked the nurse call system and this functioned properly. Hospital would not release any pt info or impact, they also did not know the positon of the siderails when the pt fall occurred. A hill-rom technician found that the ppm lights were flashing indicating that the bed had not been zeroed properly. The technician zeroed the scale and the ppm functioned as designed.